Event description:
The customer reported the image blacked out after starting up the subject device during a diagnostic otolaryngology procedure. Due to the issue, the intended procedure was stopped. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service found the contact pin of the video connector was distorted and bent, resulting in the customer's reported issue (no image). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the reported issue occurred due to the damaged video output connector. However, a definitive root cause could not be identified. Additionally, service found that the socket of the circuit board was deformed. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.